Event description:
It was reported that during a proximal right coronary artery (prca) interventional procedure, a trek balloon dilatation catheter (bdc) was advanced for pre-dilatation and after pre-dilatation, a type b dissection was found in the prca. The dissection resolved on (B)(6) 2013 without treatment. Post-procedure, the same day, there was a slightly elevated creatinine kinase-myocardial band (ck-mb) level. No treatment was provided and the elevated enzymes resolved on (B)(6) 2013 without an adverse patient sequela. The patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported dissection is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.